Event description:
It was reported that the lead and device were explanted and replaced two days later due to the pocket not healing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).